Manufacturer narrative:
(B)(4). H10: this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes indicate that the surgeon was unable to get small enough ceramic head size. Surgeon attempted to remove the new liner from the cup and the liner would not disengage from the cup. The surgeon removed the cup and implanted new g7 shell with 40mm neutral liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203 femoral head sterile product 12/14 taper 63152918, 00784301116 femoral stem beaded fullcoat 12/14 neck 62847466, 110024464 g7 dual mobility liner 44mm f 947180. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00429.

Event description:
It has been reported during a revision procedure, the surgeon implanted a new cup and metal liner. After liner was placed, surgeon was unable to get small enough ceramic head size. Surgeon attempted to remove the new liner from the cup and the liner would not disengage from the cup. The cup and liner were removed and an addition cup and liner were implanted. Attempts were made to obtain additional information; however, none was available.